Manufacturer narrative:
A supplemental report will be submitted upon completeion of the investigation.

Event description:
It was reported that the date and location of initial fall is unknown. Patient fell, and at that time began to experience pain. The acetabular cup was shown to be loose. During the revision, the rejuvenate stem was examined and no corrosion, fretting, or metallosis was seen. The stem was well fixed, and the decision was made to leave it as is. The cup, liner , and femoral head was explanted, and new components were implanted.